Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen. Dose and concentration information was unknown. It was reported that the patient went in for a refill and a motor stall message occurred. Per the reporter, the patient had computed tomography (CT) but could not recall magnetic resonance imaging (MRI). Technical services explained external factors that could cause motor stalls. The reporter stated that the patient's pump just reached its elective replacement indicator (eri), so they were "not too concerned". It was indicated that the motor stall recovery message did not occur with the first time interrogating the pump with the new physician software. It was also indicated that the patient did have magnetic resonance imaging (MRI) since implant of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.